Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture dates: monitor: 2/11/2014; electrode belt: 7/23/2015.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was at a skilled nursing facility at the time of the event. The patient was reportedly in bed sleeping and became alert when the device was alarming but did not press the response buttons. Nurses were present and reported that paramedics performed CPR on the patient. Prior to passing, the patient received a defibrillation from the lifevest. At 18:25:56 the device detected asystole with the ECG revealing sinus bradycardia rhythm at 50 bpm degrading to asystole. At 18:39:05 to 18:39:21, the device detected an arrhythmia with the ECG revealing ventricular fibrillation (vf) rhythm with variable amplitude. The device exited the detection sequence at 18:39:25 but reentered the detection sequence at 18:40:26 with the ECG revealing vf with variable amplitude. At 18:41:25 gel was released followed by a full energy treatment shock at 18:41:53 while the patient was in vf with variable amplitude. The post shock rhythm was asystole. The patient remained in asystole following the treatment shock. The device was shutdown at 21:05:12. Post-shock asystole is a known potential outcome of defibrillation. The lifevest performed as designed and appropriately detected and treated a life-threatening rhythm (vf).